Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she was hospitalized twice due to low blood glucose levels. Blood glucose level at the time of one incident was 55 mg/dl. The customer also reported that she received multiple sensor errors and the transmitter was not functioning properly. The insulin pump was not replaced or returned for analysis.